Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim. The reason for call, was patient reported, they don't think the device is helping too well. As patient reported, it is not reducing their symptoms by 50% or more. Patient stated, they were thinking they might need to have it removed. Patient stated, this has been going on since, date of implant. Agent walked patient through connecting with implant to make therapy adjustment. Patient reported, if they increase stimulation, the tingling is real bad. And reported, it doesn't feel good at all. Patient stated, it feels horrible and they don't like the feeling at all. Patient inquired, if there is any way to "stop the tingling". Reviewed therapy overview and general programming guidance. Patient stated, stimulation would be too strong on current program if they increased stim. Patient changed to a different program and confirmed, once increased stimulation on new program that stimulation was comfortable at new program. Patient will maintain stimulation level and will continue to track symptoms. Reviewed role of agent and reps. Redirect to doctor if issue persists. Patient stated, they have not been to the hcp, but stated, they were going to make an appointment. Patient stated, they were looking at the therapy guide and stated, they never got the stimulator that patient stated, they think says "interstim ii". Patient confirmed, they have external devices. Agent provided education that patient was looking at a picture of an implant and reviewed purpose of implant. Reviewed how to activate/deactivate MRI mode.